Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a04 captures the reportable event of band snapped off immediately.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat variceal bleed. The exact procedure date was unknown. During the procedure, when the band was deployed, it snapped off immediately. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.